Event description:
Follow up information received from the patient reported that it was unknown what caused the leads components to migrate. The patient stated that they never had coverage for their lumbar area of the back since they were placed. They got a second opinion and was referred to a neuro-orthopedic surgeon for evaluation to do surgery to fix the problem. The appointment was scheduled for (B)(6) 2016 and the surgery scheduled after that. If additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID 977a260, serial # (B)(4), implanted: (B)(6) 2015, product type lead; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2015, product type lead.

Event description:
Information received from the patient reported that the leads of their implantable neurostimulator (ins) system had migrated. The patient state that they were ¿having issues¿ and had gone to the doctor 3 times but each time was told everything was fine. Follow up information received from the patient reported that their doctor had refused to take any steps or do an x-ray to check the placement. The patient got a second opinion and an x-ray/exam confirmed the lead migration. The circumstances that led up to the lead migration was not known. The patient confirmed that they had no coverage in the lumbar region as a result of the migration issue. They were referred to an orthopedic neurosurgeon to be seen on (B)(6) 2016 for a ¿redo¿ of the ins and leads. Then the surgery will be scheduled. The indications for use for the implanted device were noted as failed back surgery syndrome and spinal pain. There were no further details, troubleshooting, interventions, or an outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Based on additional information received, the date received by manufacturer has been updated from (B)(6) 2015 to (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.